Event description:
The pt reportedly has experienced a decrease in performance. In 2005, the pt was seen by a company representative for evaluation. Testing performed confirmed out of range impedances on several electrodes. The pt's cii device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.